Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device revealed no signs of blockage or abnormalities that could have caused the reported no flow condition. Flow testing showed immediate evidence of flow observed in the distal luer. The evaluation could not confirm the reported condition. Should additional relevant information become available a supplemental report will be completed.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if additional relevant details become available.

Event description:
It was reported that an infusor had no flow during priming. The device was filled with 360mg of desferrioxamine in 52ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.